Manufacturer narrative:
A2: age at time of event - 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the severely tortuous and moderately calcified right coronary artery. A 3.00mm x 8mm nc emerge balloon catheter was advanced for dilation. However, during the second inflation at 12 atmospheres for 15 seconds, the balloon ruptured. The device was removed, and the procedure was completed with a different device. No patient complications were reported, and the patient condition was good post procedure.